Event description:
The surgeon implanted a collamer lens model cc4204bf. The patient had complained of pain and visited the surgeon in 2001. It was indicated that the surgeon saw the patient the next day and was referred to a retinal specialist. The patient had developed endophthalmitis. No further information is available.